Manufacturer narrative:
(B)(4). There was no alleged device malfunction. Additionally, the dexcom g4® platinum continuous glucose monitoring system user's guide states: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Patient contacted dexcom technical support on 07/17/2015 to report a skin irritation that occurred on (B)(6) 2015. The sensor was inserted on (B)(6) 2015. Patient developed a severe contact dermatitis, accompanied by inflammation, redness and puss, due to the sensor pod adhesive. On 07/14/2015 the patient consulted a dermatologist and was referred to an endocrinologist. Patient saw the endocrinologist on 07/16/2015. Patient was recommended to stop using the dexcom system and treated the affected area with cortisone cream. At the time of contact, no additional event information was provided.